Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an uncontained abdominal aortic rupture. Vessels were small, severely calcified, and moderately tortuous, and the left iliac artery was completely occluded. It was reported that the patient present emergently with an uncontained aortic rupture, and an aneurx bifurcated stent graft and cuff were implanted to create an aorto-uni-iliac (aui) down to the right iliac artery, as the left iliac artery was already occluded. No issues were noted during the implant of the stent grafts; however, because the patient had lost substantial amounts of blood through the uncontained rupture into the abdomen, the patient's distal blood flow was compromised, and the physician elected to surgically convert the patient. It was reported that the patient expired some time after the surgical conversion. No additional information has been provided.

Manufacturer narrative:
Eval results - death. Uncontained abdominal aortic rupture; completely occluded left iliac artery; small, severely calcified, and moderate tortuous vessels. Other (operative/autopsy reports not provided). Conclusion - uncontained abdominal aortic rupture; completely occluded left iliac artery; small, severely calcified, and moderate tortuous vessels. Other (operative/autopsy reports not provided.)